Event description:
Customer's mother reported the hospitalization due to high blood glucose. The current blood glucose reading is 209 mg/dl. Caller stated that customer was hospitalized for two weeks. The blood glucose reading at the time of the event was over 1000 mg/dl. The customer went to a low of 30 mg/dl during the hospitalization. Customer was vomiting. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.